Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that patient presented to the hospital with complaints of fever and was put on antibiotics which resolved her fever and leukocytosis. Patient continued to have persistent bacteremia. Patient underwent explant of entire system due to pocket infection. Device and leads were explanted. Patient is stable.